Event description:
It has been reported to us that during the procedure, the hypotube separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and while removing the hypotube of the occlusion, balloon separated resulting in the occlusion balloon deflating. The physician inserted the aspiration catheter and attempted to aspirate the vessel, but nothing was retrieved. The physician removed the remaining section from the pt and the case was completed. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticapted, but not yet begun.